Manufacturer narrative:
During an aneurysm coil embolization due to incorrect positioning of the first enterprise vrd, a second enterprise was deployed; however, due to interaction with the delivery wire, it the vrd dragged backward. Both the vrd (stent) and delivery wire were safely retrieved and the procedure was completed without any further issues. There was no patient injury reported. The procedure was coil embolization assisted with enterprise vrd of a basilar artery trunk that was not calcified and not tortuous. Initially, several coils were successfully placed in the target aneurysm using an excelsior sl10. Then, the first enterprise vrd ((B)(4)/lot unknown) was placed along the aneurysm. However, it turned out that proximal distal markers were incorrectly positioned therefore it was decided to place an additional vrd to cover over the area (the stent expanded correctly). Then, the second vrd ((B)(4)/10077202) was deployed in the right position. It was reported that it was confirmed that it was fully deployed. However, while withdrawing the vrd delivery wire, the second vrd got stuck with the delivery wire and was dragged out to the microcatheter. Both vrd (stent) and delivery wire were safely retrieved and the procedure was completed without any further issues. No patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. There were no issues during placement of the enterprise system or issues between the enterprise systems and microcatheter that may have contributed to the event. The distal tips were not prolapsed. The microcatheter used with devices was either the prowler select plus (catalogue and lot unknown) or excelsior sl10 (str), and there were no complaint against the microcatheter. No other procedures are planed due to the stent proximal distal markers were incorrectly positioned. It was reported that the procedure was completed without further issues. No further information was available. The enterprise vrd remains implanted. The lot number of the first enterprise vrd is not known; therefore, a device history record review cannot be completed. The instructions for use outlines that if stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. It warns to not detach the stent if it is not properly positioned in the vessel and further outlines that if stent positioning is not satisfactory, the stent may be recaptured once and repositioned. Based on the available information it appears that procedural factors resulted in the incorrect positioning of the first enterprise with no indication of any device design or manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00158 and 1058196-2012-00159.

Event description:
The procedure was coil embolization assisted with enterprise vrd of the ba trunk that was not calcified and not tortuous. Initially, several coils were successfully placed in the target aneurysm using an excelsior sl10. Then, the first enterprise vrd ((B)(4)/lot unknown) was placed along the aneurysm. However, it turned out that proximal distal markers were incorrectly positioned. Therefore, it was decided to place an additional vrd to cover over the area (the stent expanded correctly). Then, the second vrd (B)(4) was deployed in the right position. However, while withdrawing the vrd delivery wire, the second vrd got stuck with the delivery wire and was dragged out to the microcatheter. Both vrd (stent) and delivery wire were safely retrieved and the procedure was completed without any further issues. No patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. There were no issues during placement of the enterprise system or issues between the enterprise systems and microcatheter that may have contributed to the event. The distal tips were not prolapsed. The microcatheter used with devices was either the prowler select plus (catalogue and lot unknown) or excelsior sl10 (str), and there were no complaint against the microcatheter. No other procedures are planed due to the stent proximal distal markers were incorrectly positioned. No further information was available.

Manufacturer narrative:
(B)(4). The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.this is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00158 & 1058196-2012-00159.